Event description:
It was reported that the burr became stuck on the wire. A 2.00mm rotapro and rotawire were selected for use in an atherectomy procedure in severely calcified lesion. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire. During insertion, the burr became stuck on the wire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the rotapro atherectomy system with the rotawire. Microscopic and visual inspection of the device presented no damages or defects. During functional test, the rotawire was able to be passed through the related rotapro device with no resistance or issues. Dimensional inspection of the overall length, the outer diameter (od) of the distal tip, the middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the wire. A 2.00mm rotapro and rotawire were selected for use in an atherectomy procedure in severely calcified lesion. The rotapro was prepped and platformed at 180,000 rpm outside the patient, then advanced over the wire. During insertion, the burr became stuck on the wire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another of same device. There were no patient complications reported.